Event description:
In (B)(6) of 2013 I had the product essure placed. A year later I began showing signs of ms. I have daily numbness and tingling in my arms and legs and I am extremely fatigued. I have frequent and heavy periods and I can taste nickle.